Manufacturer narrative:
(B)(4). No complaint was received with return of device. Failure event observed during analysis. Final analysis found clavicular crush damage to the outer insulation at 26.3 cm to 26.7 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.